Event description:
Patient underwent PICC placement for chemotherapy. PICC insertion uneventful with confirmed placement via sherlock. Chest x-ray obtained following placement. Small metal fragment noted on chest x-ray. The physician decided that due to the patient's fragile medical condition the risk of retrieval of foreign body was greater than leaving in place and monitoring patient. Chest x-ray the following day showed the foreign body migrated distal to the area of insertion. Patient expired due to his underlying medical condition, not related to foreign body.